Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. An investigation was conducted through record review, and did not find any indication of product or process deficiencies that would contribute to this issue. Current product surveillance data indicates that the product is performing as expected. Additional investigation will be conducted on returned product if it is returned at a later time. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer experienced an infection during his 8 day wear of the adc freestyle libre sensor, noting symptoms described as redness, itching, "hotness", and pus at the sensor site. Customer had contact with a doctor and was prescribed betamethazone (topical steroid) and biseptine (topical disinfectant) for treatment. There was no report of death or permanent injury associated with this event.